Manufacturer narrative:
Analysis of the pump found motor gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to gear wheel three. Interrogation of the pump determined it was used to infuse morphine [7.5 mg/ml] at 1.5417 mg/day. Conclusion code 92 no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2017-aug-23 reported the cause of the motor stall had not been determined. It was noted that the motor stall had not recovered as of 5:30pm on (B)(6) 2017. The confirmed date of the pump replacement was (B)(6) 2017. The patient's weight was unknown. The rep had possession of the pump and it will be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-aug-30 reported that the device will be returned, and was sent in the mail/returned on (B)(6) 2017. Tracking information was provided. The patient's weight remains unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on (B)(6) 2017. Reported the patient's weight at time of event was (B)(6) pounds. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported a motor stall was seen at initial interrogation and the patient did not recently have an magnetic resonance imaging (MRI). It was noted that the pump was alarming and confirmed code 8476 via personal therapy manager (ptm). As far as they knew, there was no electromagnetic imaging (emi)/MRI that would have caused the motor stall. The healthcare professional (hcp) had not seen the patient yet and was going to inform managing hcp. No symptoms were reported. It was later reported the pump was updated and ptm was still not giving a bolus. The motor stall occurred today (B)(6) 2017 at 8:40 with no recovery in the event logs. No MRI or magnetic devices have been near the pump. Options were discussed. It was later noted that the hcp was replacing the pump this evening (B)(6) 2017. Event date was (B)(6) 2017. No further complications were reported/anticipated.